Manufacturer narrative:
Concomitant medical products: 5071-53 lead, implanted: (B)(6) 2006 5076-52 lead, implanted: (B)(6) 2006 .the initial reported event of high impedances was submitted via an alternative summary report. As the summary report has been revoked, this new information is therefore being submitted via a 30 day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high/undefined superior vena cava (svc) coil impedances. The svc portion of the lead was programmed off and the lead remains in use. No patient complications have been reported as a result of this event.